Manufacturer narrative:
(B)(4). A non covidien service provider checked and found o2 sensor error and flow sensor error alarms. The service provider performed flow sensor, o2 sensor calibration and was unable to calibrate it. The service provider cross-checked them and found both to be faulty. Replaced the faulty flow sensor with new one. O2 sensor will need to replace. The service provider performed extended self-testing on the device and all tests passed. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during set up the e360 ventilator had high fio2 alarm. There was no patient involvement.